Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. The root cause for the missing trunk cable connector was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector within the receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor or electrode belt. Manufacture dates: monitor: 7/6/2015, electrode belt: 10/2/2014.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor's belt receptacle and the electrode belt's trunk cable connector were damaged.